Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-04996. It was reported that the patient presented in the emergency room with chest pain and diaphragmatic stimulation three days after the implant procedure. The chest x-ray revealed that the right ventricular lead perforated the right ventricle. Prior to lead revision procedure loss of capture, low sensing of r waves, high, in range pacing impedance was noted on the right ventricular lead. High capture threshold was also noted on atrial lead prior to revision procedure. The physician repositioned both atrial and right ventricular leads on (B)(6) 2019. The physician believes that the cause of perforation is due to patient age and weak cardiac muscle. The patient was stable post procedure.